Manufacturer narrative:
Additional information was received from the customer stating that the pump is functional and that customer continued to use the pump for insulin therapy. The pump will not be returned for evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 94 mg/dl. Customer reverted to an alternate pump for insulin therapy.